Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The verbatim report received states that the lens came out torn necessitating lens explantation and exchange. The additional information received identifies that the lens "locked and became resistant" during implantation. This is suggestive of the lens getting trapped in the injector during use. Within the "use of rayone" section of the IFU "fig 7" we include the statement "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; stop and discard the injector and lens". The healthcare faciltiy confirms that there was no injury to the patient as a result of this event. The product associated with this event has not been returned to rayner. The rayone preloaded injection sytem use risk analysis identifies the following as possible causes of "trapped/torn lens haptic/optic during insertion"; inadequate amount of viscoelastic, inadequate quality of viscoelastic, haptic trapped by plunger override due to fast motion, user opens closed flaps and closes again before use, plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic, user removed injector from tray prior to inserting viscoelastic - causing lens to be improperly placed in cartridge, user removes injector from tray prior to closing cartridge - resulting in cartridge not being clipped closed properly and optic edge trapped/damaged on closure of cartridge. Our review of production records for the rayone emv rao200e batch 033212260 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 033212260. The cause of the event cannot be established from the limited evidence and information available.

Event description:
On 17th july 2023, rayner received notification from its brazilian distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that the lens was damaged necessitating lens explantation.